Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was between 40 mg/dl and 400 mg/dl. The customer stated that he calibrated earlier and still received enter bg now alerts. The customer stated that he calibrated at 142 mg/dl an hour ago and nothing happened. The customer stated that there was an open circle and recalibrated again. The customer calibrated again at 132 mg/dl. No further assistance was needed.